Manufacturer narrative:
(B)(4). The analysis results showed that one ecr60b reload was returned with no visual non-conformances and fully loaded with staples. The reload was tested for functionality with a test device and the device achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no device was received for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic low anterior resection procedure, the device was fired on the rectum at the third firing. The staples of the oral side were proper b-formed shape, but the staples of the other side were unformed. Additional suture was performed. There were no adverse consequences to the patient. As the membranes were treated properly, the target tissue was not so thick. The instrument could be fired properly till the second firing. There were no adverse consequences to the patient.